Event description:
It was reported that pt underwent bi-lateral fixation for stress factors resulting from severe osteoporosis. Vector nails and lag screws were implanted in 1994, following failure of previous hardware. Pt developed pain in left knee and radiographs indicated nail in left femur had fractured. Hardware was removed and replaced with similar components in 2001.